Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that application failed to load. A field service engineer (fse) reimaged the station to resolve. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es wc-r02 application failed to load and displayed a recovery error indicating that the device required repair. The operating system could not be loaded due to a code integrity failure during initialization. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.